Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. The instrument was checked for recognition on an in-house system and the instrument was successfully recognized on multiple attempts. The pogo pins were not stuck or contaminated. Engineering was unable to replicate recognition issue. The instrument was driven and moved intuitively with full range of motion in all directions. The instrument passed electrical continuity testing. Additional observation that was not reported by the customer were micro-cracks found at the distal end of the tube. The micro-cracks run in the axial direction and measures approximately 0.334. These types of micro-cracks will not lead to mechanical failure of the instrument, however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of these is confined to 2cm of the distal end of the instrument shaft.

Event description:
It was reported that prior to starting a da vinci si procedure the monopolar curved scissors (mcs) instrument was not recognized by the system. No patient harm, adverse outcome or injury was reported.